Manufacturer narrative:
On 07/12/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/24/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, pe observed two rents measuring 4.1 cm, rent a located on the posterior view and rent b on the anterior view. Microscopic examination of the rent a edges gave no indication as to its cause. Microscopic examination of the rent b edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. : the complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rent a edges was performed and it did not provide conclusive evidence of what could be the root cause. A second microscopic examination revealed parallel striations on the edges of the rent b. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: 1645337-2018-02123-2

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Concomitant products: saline mentor smooth round moderate profile 275cc, catalog number 3501640, lot number 6006269. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with saline mentor smooth round moderate profile 275cc breast implants and experienced deflation of the left and right breast implants. The deflations were confirmed by ultrasonography by the healthcare professional on (B)(6) 2018. As a result, the patient had undergone bilateral removal and replacement with saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 7502808 and with saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 7502808. The patient experienced no complications after the surgery. This medwatch report is for the right breast implant.